Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v508978, implanted: (B)(6) 2010, product type; lead. (B)(4).

Event description:
The representative required help with troubleshooting for an impedance issue. Ins (stimulator) replacement today due to normal battery depletion. The representative had no historical information on patient because ins was depleted when she attempted reading it. Caller does not know previous programming. Ins was depleted an estimated 3-4 month prior to implant. Impedance measurements were taken. Caller rerun impedances at 2 volts and 360 pulse width and all combos except c1 came back greater than 4000. Had the caller reinsert and rerun and same results. Caller reports when testing the lead on its own, they got sensory on contact one and got motor with c1 as well. There were no trauma/falls reported that could be related to this issue. Create a program using >4000 pairs and increase stimulation. There was no appropriate sensory response felt. There were no reported symptoms. Event date was (B)(6) 2015. Additional information received from the representative reports troubleshooting was performed related to the high impedances following replacement. Reportedly, the rate was turned up to 360 amps to 2 and programmed c1, c2 and c+,1- and tested for motor. Actions/interventions taken to resolve the high impedances following replacement was "dropped a new lead". The cause of the high impedances following replacement was noted as a bad lead. The high impedances following replacement has been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.